Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed a new crack in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the patient that there was an additional crack on the driveline on (B)(6) 2015. The patient lives out of state. There were no alarms or extensive damage noted so that patient opted to wait until the next clinic visit for the repair. Upon inspection on (B)(6) 2015, it was noted that there was a crack on the outer sheath further up from the previous repair. Old repair was removed and a new sheath repair was performed per specification to include the new crack. There was no reported consequence or impact to the patient. No further information was provided.